Manufacturer narrative:
(B)(4). The pump passed the displacement test. Insulin pump error alarmed during self test and was confirmed in the formatted history file due to broken trace at keypad assembly. The pump was received with a cracked case (battery tube), and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cracks outside the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.